Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). Five (5) compounded bags were received for evaluation. When the compounded solution was filtered, a particle was found in one of the bags with a .8 to .3 mm max diameter. This particle was identified as a natural wax under ft-ir analysis. Wax is not used in any component of the bag. There were no product deviations, and the particle could not be attributed to the production process. Since the bag had been filled, it is possible that the contamination occurred during the filling process. Review of the device history record performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: floating particulates found in final container. No patient involvement.